Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had a keypad anomaly. They took the battery out and they inserted the battery in but received a failed battery test alarm. The buttons were not responsive. The numbers on the screen started to scroll without any input. Customer's blood glucose level was 124 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to confirm failed battery test or perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken partial of reservoir tube lip, minor scratched and cracked display window.